Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the recharger was not holding a charge anymore since they had an MRI about 3 weeks ago. They have charged it to full and done everything it was supposed to, but when they put it to their back, it goes off within less than 5 minutes, sometimes more. The caller did not use the handset when charging. The caller did not have the handset with them at the time of the call, so they will call back when they have it for further troubleshooting. On (B)(6) 2025 the patient called back with the handset. The agent walked the patient through troubleshooting with the wireless recharger. The patient attempted to charge the implant and got "recharger not found," after the recharger was hard reset, the implant battery started charging and then showed 100% fully charged, excellent recharge quality. Therapy was off. The agent walked the patient through connecting with implant through therapy app. The patient saw "power on reset (por)" message, por message was cleared and implant was still in MRI mode. The agent walked the patient through exiting MRI mode and turning therapy back on. The patient said that they had not been getting symptom relief and had been back to square 1 with their incontinence. The agent reviewed that now that therapy was back on patient could monitor their symptom control.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.